Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer sent e-mail stating that almost every tampon from the box have strings that keep coming loose and hang far from the tampon. No injury was reported.

Event description:
Consumer sent e-mail stating that almost every tampon from the box have strings that keep coming loose and hang far from the tampon. No injury was reported.

Manufacturer narrative:
14-aug-2020 product investigation results: no failure could be identified as a result of the investigation.